Event description:
Additional information was received that a revision procedure was performed where the device was explanted for rv loss of capture and telemetry issues. When the device was removed from the pocket it was discovered that the set screw for the rv lead was not tightened all the way. The physician then disconnected the rv lead from the device and tested it with the pacing system analyzer (psa) with no issues. The lead was then re-inserted back into the header and there was artifact noise on the rv channel. The lead was once again removed and the rv port was cleaned and dried. When the lead was again re-inserted into the rv port it yielded the same result. Subsequently the physician requested another device. With the new device, the rv signals were clean and all measurements were within normal limits. The rv lead remained implanted with the new device. No additional adverse patient effects were reported.

Event description:
Boston scientific received information that during a routine device interrogation, it was noted that the lead safety switch had tripped for the right ventricular (rv) lead due to impedance measurements of greater than 2000 ohms. Review of the data also found several episodes of noise that were oversensed and lead to pacing inhibition with asystole for this pacemaker dependent patient. It was noted that the patient had a rate in the 30 bpm range. Boston scientific technical services (ts) was consulted and suggested an x-ray. A revision procedure was scheduled as a connection issue is suspected. No adverse patient effects were reported.

Manufacturer narrative:
No additional information is currently available. If additional information becomes available, the event will be updated.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Manufacturer narrative:
(B)(4). Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. A visual inspection of the device header and case noted no anomalies. Pin gauge testing, designed to verify proper port dimensions, was completed. Each port measured as expected. The device was then exposed to simulated heart load conditions, and the pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed.